Event description:
I had six hernias repaired, first surgery was on (B) (6) 2008 which used a large oval kugel patch and then on (B) (6) 2009, I had the remaining four hernias repaired. I have been very sick. I first noticed fluid in my groin as early as (B) (6) 2009. Since then I have experienced severe pain. I was diagnosed with infections in all of my patches and continue to be treated with antibiotics. However, my large kugel patch is broken and I am scheduled to have the patch removed in the next two weeks. I live in (B) (6) and the doctors just don't have the expertise needed to remove the broken patches. I had to find a doctor in (B) (6) to help me with the complication caused by the patches. I have contacted davol. I was informed that the patches in me are not on recall. Davol wants to send an extraction kit to my surgery and retrieve the broken mesh. Dates of use: removing in (B) (6) 2010 (B) (6) 2008 -- (B) (6) 2010; removing in (B) (6) 2010 (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: two ventral hernia; two spinginal hernias and two hernia in pelvic.